Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient was experiencing hip pain. Compatibility guidelines were requested for MRI. It was unknown if the procedure was due to a problem with the manufacturer's device or therapy. It was unknown if the symptoms reported were related to the manufacturer's device or therapy. Additional information was reported on 2016-09-15 that patient has not been seen since (B)(6) 2016 by the health care provider. It was noted that patient device was explanted on (B)(6) 2016. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.